Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing a ¿shocking¿ sensation from their implantable cardioverter defibrillator (ICD). The patient was seen in clinic and it was confirmed that the patient was not receiving high voltage shock therapy, and it was thought that it was possibly due to ventricular pacing. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. On 2018-11-06: it was further reported by the patient that the ICD has been checked and ¿everything looks fine¿, and it is thought that the right ventricular (rv) lead ¿is the biggest issue.¿ the rv lead had been reprogrammed during ICD intervention and remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that "my device shocked me multiple times a day, everyday for three years, until it was finally removed and replaced by a new one in 2019".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient stated they felt the ¿shocks¿ from the fluid status monitoring. The rv lead was explanted and replaced.